Event description:
Hcp reported, the pt developed a pump pocket/pump access related infection after pump and catheter replacement. The pt had been receiving fentanyl 0.25 mg/day of 500 mcg/ml. A catheter evaluation of 2005 under fluoroscopy revealed limited spread. The intrathecal catheter was replaced and the pt developed an infection in 2006. The pt has not undergone reimplantation due to staph aureus and cellulitis. The pt recovered without sequela.